Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain, nausea and vomiting coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with morphine (dose, frequency and route not reported) for abdominal pain, zofran (dose, frequency and route not reported) for nausea and vomiting, and unspecified antibiotics (dose, frequency and route not reported) for peritonitis. The patient was not retrained on the proper aseptic technique due to being hospitalized. At the time of this report, the patient was still in the hospital. The patient was not recovered from peritonitis. No additional information is available. This report is 2 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number gd895029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).